Event description:
It was reported that at the start of this procedure, in preparation of the intra-aortic balloon catheter, there was "no vacuum performed on the balloon catheter." Upon removal of this balloon catheter from the tray and without hydrating the balloon catheter material, it was noted (whilst attempting to place it through the sheath from the set), that the balloon had started unwrapping, rendering it almost impossible for the balloon catheter to be inserted through the sheath. This balloon catheter was then placed aside and a second arrow iab (fluid filled) opened to continue this procedure. There was no adverse affects on the pt's condition. Reference MDR #1219856-2010-00175 for the second event involving the same pt.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.